Manufacturer narrative:
Additional information received on 17 august 2016 and includes: the broken shaft remains in the bone and an additional screw was used. Batch review performed on 01 september 2016. (B)(4).

Event description:
During surgery when the surgeon was screwing in the screw, the head of the screw broke off. The shaft of the screw remains in the patient. The head of the screw did not fall into the patient. The surgeon used another screw to complete the surgery. The surgery was completed successfully. X-rays are not available.